Manufacturer narrative:
A ge service representative performed an on site investigation. The bios were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that system failed to boot up. There was no pt injury or death reported.